Manufacturer narrative:
Concomitant medical products: dtmc1qq crt-d, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple shocking sensations prior to and during transport to the hospital. The patient was checked in the emergency room. It was determined that the sensation was positional diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.